Event description:
On (B)(6) 2014 I underwent a hernia repair surgery for left inguinal hernia at (B)(6). A proloop propylene mesh was implanted on this day. Seven months after maquet distributed this defective mesh to my physician. Shortly thereafter, I started to experience excruciating pain in my inguinal groin area. Three years later on (B)(6) 2017 I underwent another surgery at (B)(6) community medical center in (B)(6) for the ongoing pain in my inguinal hernia site and possible hernia reoccurring. At this time the prolite mesh was implanted on this day. About a year later the FDA recalled the prolite mesh. After my second surgery I still experience excruciating pain and went through pain management at (B)(6) hospital in (B)(6). On (B)(6) 2023, I underwent a third revision surgery at (B)(6) community center again where my surgeon discovered had a massive lump at the inguinal hernia site where the meshes were previously implanted, and the meshes had contracted into significant amount of scar tissue causing the excruciating pain I have endured over the years. And because of so many surgeries I cannot work at physical jobs and had in fact, lost two jobs because of my physical limitations caused by the dangerous proloop and prolite meshes implanted inside me. Thus I am filing this complaint in good faith against the consumers and manufacturers who designed, promoted, distributed, marketed, and sold these meshes to my physician. Lastly, my surgeon excised a portion of the meshes but left the remainder intact because of my multiple previous surgeries and high risk of de-vascularization of my left testicle. Causing excruciating pain and discomfort. Reference report: mw5117528.